Manufacturer narrative:
Investigation completed 4/27/2017. Work order# (B)(4)/ lot# 159/ serial# (B)(4): the device history record for this unit shows that this part was manufactured on 11/30/2015. A total of (B)(4) were produced of this work order# and lot#. No abnormalities related to reported incident found, nor were there any variances, mrr¿s or reworks associated with this work order# and lot#. No service history is on file for this device. No manufacturing or design related trend has been identified. In summary, the device in question was not received for evaluation after several documented attempts. Therefore, the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.

Manufacturer narrative:
Investigation completed 07/25/2017. The device history record for this unit shows that this part was manufactured on 11/30/2015. No abnormalities related to reported incident found nor where there any variances, mrr¿s or reworks associated with this work order# and lot#. No service history is on file for this device. The customer removed the helicoil and returned the actual component (skull clamp helicoils coming off during pressure testing) that were removed from skull clamps repaired or in question; this customer sent in 21- gs127¿s (helicoils). Due to how these helicoils were removed the heli coil threads were damaged thus we are unable to perform an dimensional inspection. We are also unable to trace these parts back to the device that it was removed from, as these 21 pieces were received in one bulk bag with no supporting information. Root cause is undetermined at this time.

Event description:
The hospital sent back the a1059 to the distributor to fix the device because the helicoil was protruding outwards. There was no patient involvement reported.